Event description:
It was reported that the power would not turn off, the handpiece would oscillate in reverse and had run on after the trigger is released. It was noticed during routine maintenance service. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the power would not turn off, the handpiece would oscillate in reverse and had run on after the trigger is released. It was noticed during routine maintenance service. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The complaint for run on and noise was confirmed by the repair technician through functional evaluation, disassembly and visual inspection. The components including the trigger, motor and gearhead were damaged and corroded. This may cause the described events. The affected components were replaced and the handpiece returned to the account after passing final inspection.

Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed.